Event description:
It was reported the device was used during a rectum procedure. It was reported by the affiliate that the device would not fire. There was no patient consequence. Additional information received on 11/20/97. It was stated by the affiliate that the device was empty. Source changed the record to reflect this additional information.

Manufacturer narrative:
Device returned with no lot identification. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, present/cut; damaged anvil / anvil shroud, no; damaged guide face, no; damaged knife, no; damaged other, no; damaged staple pockets, no; damaged trocar, no missing parts, no; staples present/location, no and tissue present/describe, no. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, good; indicator response, good; safety release, good and trocar / anvil fit, good. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received in good condition. The instrument was reloaded and fired. It fired and formed all the staples as designed with no difficulties noted. The batch history records were retreived and reviewed. There were no anomalies noted with missing staples. It should. Be noted that each instrument is 100% inspected for staple presence through an automated vision system prior to shipment. Mfg and engineering have been notified of the reported incident.